Event description:
Adverse event(s): "no adverse effect to pt." (No consequences or impact to pt). Product problem(s): "blue filament removed during the procedure." (Foreign material present in device). The surgeon reported that he saw a blue filament (a few millimeters) in the anterior chamber at the end of the procedure. He removed it using the ia probe during the same surgery. The surgeon stated that he thinks that the fiber could come from a surgical drape of the custom pak. Add'l follow-up info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).